Event description:
The customer reports the saline had leaked from the embolic microspheres when the product was opened and the liquid volume had decreased. No patient involved. A new device was used to complete the procedure.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. No physical units were received for evaluation in relation to this; however, photographs were provided by the customer in relation with this reported event. In the photos provided, it appears to have an partially full syringe. The actual device was not returned, and the packaging was open, therefore, the cause cannot be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints.